Manufacturer narrative:
(B)(4): service engineer replaced leak detector and performed system checkout procedure successfully. (B)(4). Device not returned.

Manufacturer narrative:
This system was used for treatment. Kit lot e102 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category drive tube leak/break. Photos associated with the complaint were returned for analysis. The complaint description states that the drive tube broke during the procedure. Analysis of the customer supplied photos confirmed the broken drive tube. The root cause of the reported leak is likely that an upper bearing stop delaminated and allowed the upper drive tube to twist and break. A corrective and preventive action has already been initiated for drive tube leak/breaks. The service order feedback has not been received at the time of this report. A supplemental report will be sent once the service order feedback has been received. (B)(4)

Event description:
Customer reported that the drive tube broke during the procedure. Customer said that there was no alarm before they noticed the break. Patient reported as stable. Service was dispatched. Customer will send photo for evaluation.